Event description:
During implant, increased capture threshold and pacing impedance was observed on the left ventricular (lv) lead. The physician accepted these values and continued with the implant procedure. During the procedure, the patient required a sternotomy due to non-abbott related product experience and during this process the lv lead dislodged and resulted in a loss of capture. The lead was replaced to resolve the event. The patient unfortunately passed away in the operating room due to non-abbott related product experiences.

Manufacturer narrative:
Further information was requested but is not available.